Manufacturer narrative:
Summary of analysis: the lead has sustained minor damage; however, this would not have contributed to the reported infection. The complaint of infection cannot be verified.

Event description:
The reported indicated that the device was explanted due to an infection.